Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, the patient experienced dizziness when in the hospital and at discharge. It was noted that the dizziness occurred when standing up at times and laying down for a while. The dizziness was noted to have lasted about two weeks and resolved without additional intervention. It was noted that the reported issue was related to the anesthesia and that the relationship to the procedure and ablation system was unknown.